Manufacturer narrative:
The insulin pump had button error alarmed due to flattened dome switch at act button on keypad trace. Analysis was unable to perform the displacement, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests to verify the motor error alarm due to keypad damage. However, motor was tested outside of the device and passed. No damage found on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 48 mg/dl. She states the customer has been experiencing frequent low blood glucose and a motor error alarm. She also noted that on august 30th the received a button error alarm due to multiple alarms and low blood glucose. Troubleshooting was performed. The drive support cap appeared normal and was not exposed to a strong magnetic field. The displacement test was performed and passed. The insulin pump will be returned for analysis.